Event description:
Cusumer called to report getting high readings, bolused insulin on the readings and couldn't be woken up. Daughter called emt and was taken to the hosp.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure.